Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis found to have a broken grip cable at the grip hub. The broken cable cause not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The broken grip cable is causing the cable to be dislodged at the proximal end. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additional observations not related to the customer complaint: the instrument was found to have corrosion on the bearings. The corrosion/contamination found on the input disk bearings exhibited orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wiring snapped. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgical task being formed was grasping tissue to use bipolar. There were no issues related to opening/closing of the grips. There was no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument. The color of the broken/loose cable was silver. The instrument stopped working immediately when it broke. The instrument did not collide with any other instrument or tool during the procedure. No, the did not damage result in a fragment fall inside of the patient¿s anatomy. No media available for review.